Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibits normal device characteristics. The reported complaints of the ipg stimulation turning on or off and the reported high impedance contacts were not duplicated or confirmed.

Manufacturer narrative:
Additional information was received that the patient was charging the ipg more frequently. It was not known if the patient was referring to the currently implanted ipg or the explanted ipg.

Event description:
A report was received that the patient was not getting adequate stimulation as the device turns on and off without intervention. The bsn representative attempted to reprogram the patient, however was unsuccessful. Upon follow up, the physician chose to replace the patient¿s ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was not getting adequate stimulation as the device turns on and off without intervention. The bsn representative attempted to reprogram the patient, however was unsuccessful. Upon follow up, the physician chose to replace the patient¿s ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was not getting adequate stimulation as the device turns on and off without intervention. The bsn representative attempted to reprogram the patient, however was unsuccessful. Upon follow up, the physician chose to replace the patient's ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was not getting adequate stimulation as the device turns on and off without intervention. The bsn representative attempted to reprogram the patient, however was unsuccessful. Upon follow up, the physician chose to replace the patient's ipg. The patient is reportedly doing well following the procedure.